Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was found cracked after being carried in a bag at camp, rendering the screen unusable and causing trouble operating the device; the issue involved a fracture of the touchscreen component, and the patient reverted to backup therapy with blood glucose reportedly unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the camp nurse and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.